Manufacturer narrative:
This product is not marketed in the us. Conclusion: below 21 years of age at the time of implant. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+3.0/84 diopter, in the patient's left eye (os) on (B)(6) "201". In the same surgery, the lens was exchanged due to lens tear break during injection into the eye. The problem was resolved. The reporter stated there was a resistance while pushing the lens with foam tip plunger because of "ovd's shortage" (not enough viscoelastic). At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial and clear surgical residue/debris on product. Visual inspection found missing piece of haptic and clear residue on lens surface. The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -13/+3/84 diopter in the patient's left eye (os) on "(B)(6) 201" is incorrect date; corrected date is (B)(6) 2017. (B)(4)